Event description:
Report rec'd of a tubing rupture during power injection. It was reported that 100cc of contrast media was being injected through the clave port of the extension set at 2.5cc per second via power injector for a CT study of the abdomen. The customer reported that the tubing ruptured proximal to the male adaptor "immediately" upon initiation of the power injection. As a result, it was reported that contrast media splashed in the pt's hair. The IV access site remained patent. The problem was resolved by changing the tubing, re-injecting the contrast media and resuming the CT study. There were no reported adverse pt effects. Though requested, no add'l info was provided.